Event description:
It was reported by the customer that the registered nurse had placed a foley catheter with a balloon inflation of 10 ml and had secured it with a securement device. When the registered nurse and the medical doctors were at the bedside, the foley catheter was found to have been discontinued with the balloon deflated.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The reported event is addressed within the labeling as it states: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the registered nurse had placed a foley catheter with a balloon inflation of 10 ml and had secured it with a securement device. When the registered nurse and the medical doctors were at the bedside, the foley catheter was found to have been discontinued with the balloon deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.